Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the motor was slowing down. There was no patient impact. It was unknown if there was surgical delay. Due diligence is complete; no further information is available.